Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (powering on and off and does not recognize battery pack) has been confirmed. Upon evaluation, the y1 crystal oscillator was defective on the bedside board. The root cause for the defective y1 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's battery charger/modem was powering on and off and was not recognizing a battery pack.